Event description:
Boston scientific received information that the right ventricular (rv) lead implanted with this pacemaker was exhibiting intermittent loss of capture at high volts one day post-implant. Upon repositioning the lead, noise was observed on the rv channel after the lead was re-connected to the device. It was discovered that the noise was a result of a connection issue. The connection issue was not resolved with the implanted pacemaker, therefore the physician elected to implant a new pacemaker which resolved the connection issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The setscrews were removed and visually inspected. There were no signs of cross threading on either set screw. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.